Event description:
While reviewing the patient's programming history, it was observed that a faulted system diagnostic test occurred on (B)(6) 2012, which changed the patient's settings. These settings were not re-adjusted prior to the patient leaving the office.

Manufacturer narrative:
Analysis of programming history.